Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an axium coil that detached prematurely. The patient was undergoing a coil embolization procedure to treat a ruptured saccular aneurysm of the left internal carotid artery communicating segment. The aneurysm measured smaller than 8mm. Vessel tortuosity was normal.  It was reported that during the procedure, the coil detached prematurely. The coil was collected and removed from the patient using a solitaire. It was noted that the axium coil and all accessory devices were prepared according to the instructions for use (IFU). There was no friction or other difficulty during delivery of the coil. The pushwire was not bent or broken. The physician did not reposition or attempt to detach the coil. There were no patient symptoms or complications associated with the event.